Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that secondary of rituxan infusion finished and the nurse flushed the line with the normal saline primary. When attaching the bag of etoposide a leak was noticed. The line was switched and the etoposide administration began again. It was noted by the customer that the rituxan was not ordered for this patient that day. There was no report of patient harm.

Event description:
The customer reported that secondary of rituxan infusion finished and the nurse flushed the line with the normal saline primary. When attaching the bag of etoposide a leak was noticed. The line was switched and the etoposide administration began again. It was noted by the customer that the rituxan was not ordered for this patient that day. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed and replicated. No anomalies were observed during initial visual inspection. Functional testing was performed; a spraying leak began to occur from the lower vent hole of the filter. Magnified inspection of the leak site revealed that a small, crescent-shaped piece appeared to be missing from the edge of the filter membrane. The cause of the leak was a damaged or misaligned filter membrane. The probable cause of the damage/misalignment was a manufacturing issue.